Manufacturer narrative:
Continued: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. 510k: k200972. Investigation evaluation: the product said to be involved was returned in a biobag. A tray lid from the lot number provided in the report was included with the return. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return, no catheters were returned, therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide cartridge. The device was tested as returned and did not spray as intended. Upon deactivation, the co2 cartridge did not discharge and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator lance and o-ring confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. The device was disassembled and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the nozzle to the powder chamber and the back tube connecting the powder chamber to the low pressure valve. The powder chamber center cannula contained large, hard clumps of darkened powder. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding lesion in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the nurse followed in-service steps to activate, open, deploy device. Upon attempting to spray in the patient, no hemospray was discharged. The carbon dioxide was confirmed to be activated and gate valve in the open position. Nurse discharged the hemospray. This device was intended to spray over preexisting clips, but the device failed to deploy and no further action was taken. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.